Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2018-06601. It was reported a cerebrospinal fluid leak occurred during a trial implant procedure. Post-op, the patient experienced headaches, nausea, and dizziness. In turn, a blood patch was performed the following day and resolved the issue.